Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The pediatric patient experienced a skin reaction with itching, and hives, covering an unknown part of the skin. A doctor was contacted and the reaction was treated with a prescription of an unspecified oral medication. No additional patient or event information is available.